Event description:
A reboa catheter required a surgical cutdown for removal from the vessel. The case involved a patient who presented to the facility after sustaining multiple gun shot wounds from an ak-47. The patient sustained devastating injuries to the pelvis, iliac vein and artery, ivc, duodenum, pancreas, and colon. A reboa catheter was placed in the aorta and used successfully without issues for approximately 3-4 hours of mostly partial occlusion with a small amount of full occlusion. Once the trauma team repaired all of the injuries and stabilized patient, the catheter was prepared for removal. The physician encountered difficulty removing the catheter through the introducer sheath. Vascular performed a cutdown to remove the catheter and sheath. Vascular then repaired the artery.